Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "the device always detects air in the tubing when non present" was reproduced. A review of the event history log revealed "air in line!" Error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the out of specification ultrasonic sensor readings. The upstream sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump detected air in the tubing despite no air in the tubing, during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.